Event description:
It was reported that the pump began smoking. Reportedly, the pump was charging during the event. There was no reported adverse impact to the customer's blood glucose level. The customer continued to use the current pump and will revert to an alternate insulin therapy if necessary.